Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nurse found blood leaking from the bd intima ii¿ IV catheter. The leak was located at the middle of the extension tubing after punctured. After checking the e-tubing the nurse found the e-tubing was broken. No blood exposure to mucous membranes. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The returned sample had a defect on the extension tube 2 cm from the connector. The defect protruded from the inside out. The batch record also was reviewed, no related abnormalities were found. Investigation conclusion: the most probable root cause for this kind of failure mode is caused by poor centering of and subsequent wearing through contact with the guiding jaws in the production line.